Manufacturer narrative:
H3 other text : device not returned to manufacturer..

Event description:
The manufacturer received information alleging ventilator service is required. There was no harm or injury reported. No medical interventions were required. During the evaluation of the device at the manufacturer's service center the touchscreen verification test failed. The failure was caused by the flex cable being disconnected. Contamination was found inside the device and the following parts were replaced, trilogy evo tubing part numbers, 1140098, 1140100, 1140101, 1135260, and the trilogy evo air inlet foam. Additionally the return tubing, sensor cable, and sensor/kapton tape were replaced. The device passed all inspections and tests.